Event description:
Customer reported "when a lumen of the cvc had been used to infuse gtn through, that after aspirating and flushing with normal saline, that a short time or even hours after, if that line was used again, the patient would have a drop in blood pressure as though they are giving a dose of gtn." The patient's condition is reported as fine. No report of an injury or a required intervention.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "when a lumen of the cvc had been used to infuse gtn through, that after aspirating and flushing with normal saline, that a short time or even hours after, if that line was used again, the patient would have a drop in blood pressure as though they are giving a dose of gtn." The patient's condition is reported as fine. No report of an injury or a required intervention.